Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified right peroneal artery. The peroneal artery was dilated with a 2mmx40mmx145cm coyote es balloon. The coyote es balloon was inflated to 6atms for 30 seconds. On the second inflation the balloon ruptured at 3atms. The procedure was completed with another 2mmx40mmx145cm coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found there was blood in the balloon and inflation lumen of the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole adjacent to the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified right peroneal artery. The peroneal artery was dilated with a 2mmx40mmx145cm coyote es balloon. The coyote es balloon was inflated to 6atms for 30 seconds. On the second inflation the balloon ruptured at 3atms. The procedure was completed with another 2mmx40mmx145cm coyote es balloon catheter. No patient complications were reported and the patient's status was good.